Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that the highs are due to bent cannulas. The blood glucose reading is 496 mg/dl. Diagnosed diabetes ketoacidosis. Customer woke up vomiting and ketones. Caller had taken customer to hospital because her daughter would not stop vomiting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.